Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis found there was a recharge antenna failure. No device found and getting stuck on checking the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4). Product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient did not have recharger (rtm) with her to troubleshoot. The reason for call was patient reported they were having issue with charging the rtm charging the implant, its taking long time to charge the ins, it will charge for a min and disconnect / stop charging, they get message on screen good, excellent then screen will change no device found. Patient stated sunday night it took forever to charge ins to 30% and then she had to charge her controller. Patient services (ps) asked patient to inspect the rtm and patient said she did not have rtm with her. Asked if the rtm gets hot when recharging and patient said yesterday rtm got very hot on the skin and clothes got very hot. Patient said they normally used the belt to charge so they didn't noticed rtm getting hot before. Patient mentioned the controller was replaced a month after implant. Patient mentioned the rtm was replaced a month after the controller was replace. The issue was not resolved. Patient stated the rtm does not seem straight but there is no visible damage. Pt called back and stated they were making an adjustment to their stimulation and saw a no device found message. Reviewed that rtm should be delivered today, and recommended that pt use it to connect with implant and if issue persists, contact ps. Pt mentioned they will now have rtm and controller replaced and wondered about the implant itself; reviewed follow-up with hcp and/or mdt rep if replacement rtm does not resolve to check on the implant/leads.